Manufacturer narrative:
Visual analysis of the returned device identified: curved opening on the anterior side, crease fold and weight to the spec. A visual and microscopic analysis were performed which identified a striated opening on the anterior side, non-penetrating nicks and wear abrasion. Base on the device analysis the final assessment is: a striated opening on the anterior side due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional additionally reported a left side ¿thick capsules related to old post op hematoma.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. The device has been explanted.